Manufacturer narrative:
(B)(4). The service engineer (se) evaluates the unit and found loose connection and adjustment was made in order to solve the alleged malfunction. No parts are expected to be returned for evaluation. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had loss of communication. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). Service engineer (se) evaluated the device and replaced the gui to bd cable. The unit passed all testing and operates within the manufacturing specifications.